Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the pump block has been changed that solved the issue. In our experience, the pump block does not trigger a buzzer error (error 52), which is why it has not been tested. The root cause therefore remains unknown however, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.

Event description:
The following has been reported by customer: buzzer code error would not power up and rattling sound inside. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.